Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with 350 cc mentor memorygel breast implants experienced right sided rupture, bilateral capsular contracture, and bilateral ptosis post procedure. The right sided capsular contracture is baker grade IV. The left sided capsular contracture is baker grade iii. Rupture was discovered during explant. As a result, replacement with mentor gel implants was performed on (B)(6) 2025.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 24, 2025. The investigation of the returned device was completed by the failure analysis lab on march 3, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).